Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer (fse) reported that during a case he was assisting, there was a discrepancy between the planned values of trajectories and the measurement of the software. The fse was able to correct the trajectories and this caused a minimal delay to the surgery.

Event description:
Field service engineer (fse) reported that during a case he was assisting, there was a discrepancy between the planned values of trajectories and the measurement of the software. The fse was able to correct the trajectories and this caused a minimal delay to the surgery.

Manufacturer narrative:
It was reported that the distance to target displayed by the software was incorrect. DHR review and did not identify any contributory factors to the event. Complaint history review showed that a similar complaint was received (cmp-0446932). According to technical investigation this event was caused by a misunderstanding of the "distance to target" feature by the customer, due to the absence of explanation of this feature in the ifus. This complaint describes a systemic issue: an issue within IFU. However, this issue was assessed through the design defect process, and the associated risk level was assessed as acceptable.